Manufacturer narrative:
Mc3 investigated the returned device. The point in question was examined and tested. The catheter was not fractured. It was confirmed that there was evidence of wire delamination at the outer surface of the catheter. The inside surface of the outer drainage lumen at the point in question was intact. This is consistent with the report that this was a planned exchange after 60 days of ECMO use. The wire protrusion occurred due to repetitive bending/kinking in the same location over time which is concluded to be fatigue of the urethane material that covers the wire. There was no metal fatigue but some misalignment of the spring coils due to the bending stresses. There were a few surface irregularities upon inspection of the infusion lumen surface which were discovered unrelated to the complaint and its source was not confirmed. There was also visible evidence of scratch marks from a sharp object on the outer catheter body on a different location than the point in question. It is concluded that the wire protrusion observed was a result of catheter bending fatigue.

Event description:
The distributor, (B)(4), reported a complaint from a customer who reported this information to mc3. The customer had a patient on veno-venous ECMO for 60 days and then did a planned catheter exchange. There was no direct patient impact. Upon looking at the catheter after the catheter was exchanged, the customer noticed that there was some exposure of the wire on the catheter. The customer reported that they did not use the provided suture collar but stated they sutured on the gold ring. They stated that they use a velcro head wrap to secure the catheter to the patient. The information stated that they try to ambulate the patient and there is some manipulation of the lines and catheter over time.